Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump had a battery life issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box data from the date of the event has been overwritten due to continued use of the pump. The current black box showed no evidence of a battery life issue. The battery voltages in the current black box were within normal specifications. The pump's current draws all measured within specifications. The alleged issue could not be duplicated. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.